Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) that was "high". An exact bg value was unknown. The customer addressed bg with a correction bolus via pump. The suspected cause for customer's elevated bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.